Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received no delivery alarm and motor error alarm. The customer¿s blood glucose level was 579 mg/dl at the time of incident. The customer was hospitalized on (B)(6) 2017 with high blood glucose level. At the time of report the customer was using perfusor and was not using insulin pump. The customer was treated with carbohydrate for high blood glucose level. The customer had blood glucose level 299 mg/dl in the morning and 590 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at inches. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, partially broken reservoir tube lip, stained end cap sticker and stained address/serial number label.